Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 2004 and has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error 136 (internal parameter corrupted) on 20 mar 2017 and not on 26 mar 2017. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective. As part of routine service during testing, the platform was examined and found physical damage. The observed physical damage was unrelated to the system error message. Upon replacement of the processor board and the damaged component, the platform was further tested and passed the testing. The platform operated with continuous compression without any issues or further error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
It was reported the autopulse platform (sn (B)(4)) displayed a system error / out of service / revert to manual CPR error message. The user tried on several autopulse batteries on the platform; however, the issue did not resolve. The platform was taken out of service. No patient was involved during the observed issue. No further information was provided.